Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment. Distal rca ballooned with a 2.0/12 compliant balloon successfully. The orsiro mission stent was attempted to be delivered to the distal rca. Jr4 guide did not support the delivery, and the stent edge got caught on the tip of the guide and was stripped off the delivery balloon. The stent was left undeployed at the tip of the guide. Several attempts were made to retrieve the undeployed stent, but all were unsuccessful. The undeployed stent was finally moved to a distal marginal branch with an uninflated balloon and left undeployed in the body.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the balloon of the affected device has been inflated. The balloon was deflated in the as-returned state. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was left in patient and thus not returned. Also, the guiding catheter used in the intervention was not returned. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined number of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.